Manufacturer narrative:
(B)(4). D10: item name: oxf uni tib tray sza lm; item number: 154718; lot: 535900. Item name: oxf anat brg lt sm size 3 PMA; item number: 159540; lot: 738500. Item name: unknown cement; item number: unknown; lot: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent knee revision surgery due to aseptic loosening, approximately 11 months post-implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No products were returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. A review of the complaint history/histories identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.